Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02198. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, bleeding and chronic vaginal discharge. It was reported that the patient underwent fibroids removed (2010), exploratory surgeries (2011), gallbladder surgery (2011), removal of cervix (2011), and hysterectomy (2011). It was reported that on 03/03/2012 the patient underwent bleeding/ removal of mesh. It was reported that patient underwent excision of anterior vaginal mesh, cystoscopy and posterior repair on (B)(6) 2012 and mesh removal, excision of vaginal scar, cystoscopy and proctoscopy on (B)(6) 2012 due to chronic vaginal discharge. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 11/1/2016.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal mesh excision and vaginal fistula excision on (B)(6) 2013 by dr. (B)(6) due to vaginal bleeding and vaginal mesh erosion.

Event description:
It was reported that patient underwent vaginal mesh excision and vaginal fistula excision on (B)(6) 2013 by dr. (B)(6) due to vaginal bleeding and vaginal mesh erosion.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain and erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.